Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with their implantable cardioverter defibrillator delivering inappropriate shocks and antitachycardia pacing therapy due to atrial fibrillation with rapid ventricular response. Programming changes were made on (B)(6) 2021 and the issue was resolved. The patient was stable.